Manufacturer narrative:
A probe sample was returned for evaluation. No lot number was identified with this report; therefore, a lot history review could not be conducted. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed nonconforming. A clicking noise was present. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when removing the inner cutter from the needle. Wear marks are present at the bend area. The o-ring is out of position and is visible in the vent hole. The complaint evaluation does confirm the probe did have an actuation nonconformance. The root cause for the probe not working appears to be from the o-ring not being seated properly. The reason why the o-ring positioning became out of position cannot be determined from this evaluation. A contributing factor of the probe nonconformance may be from time duration the probe was used. The vitrectomy portion of the procedure is typically less than 20 minutes. It appears that the probe was functioning properly for approximately 20 minutes until the actuation issue occurred from the o-ring shifting in position. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that actuation of the probe occurred during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample was requested for this event.